Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 26, 2018. (B)(4). Conclusions unable to confirm complaint. No failure detected, device operated within specification the returned sample was visually inspected upon receipt and did not find any anomalies, such as break. After having been rinsed and dried, actual sample was tested for its gas transfer performance in accordance with the factory's shipping inspection protocol. No anomalies were revealed and the obtained values met the factory specifications. The investigation result was confirmed to be normal product with no issue in the gas transfer performance. A definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator failed. The initial oxygenator was replaced by another fx oxygenator. This replacement oxygenator was replaced as well by a medos oxgenator. There was no delay in the procedure and the surgery was completed as planned. The patient died after 4 days. Autopsy was executed and concluded that there was no direct correlation to the surgery and/or replacement of the oxygenator. Thus hospital did not report it to the austrian agency for health and food safety. Product was changed out. Procedure was completed successfully.